Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR " message was confirmed during the functional testing and the archive data review. The root cause of the system error was the drive train motor brake gap being wide (out of specification), which was likely attributed to wear and tear. The autopulse platform was manufactured in 2017 and is over six years old. Upon visual inspection, no physical damage was noted. The archive data indicated system error 139 (unable to hold compression position), confirming the reported complaint. During functional testing, the autopulse platform displayed a "system error, out of service, revert to manual CPR " message upon powering on, confirming the reported complaint. The system error was cleared using apvision3 software, and the brake gap was adjusted within the specification to address the system error. The platform was re-evaluated through the run-in test using the 95% large resuscitation test fixture (lrtf) with good known test batteries until discharged, which ran successfully without fault or error. A load cell characterization test confirmed that both cell modules function within the specification. The brake gap inspection was performed again, and verified the brake gap was within the specification. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. The customer has declined to send the autopulse platform to zoll because they are exploring other options at this time. A follow-up report will be submitted when the product is returned, and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse, the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use on a 47 -year-old male, the autopulse platform sn (B)(6). Displayed "system error, out of service, revert to manual CPR " message after 3 minutes of compressions. The customer performed manual CPR 27 to 35 minutes for the duration of the event, and rosc was never achieved. The patient expired upon arrival at the hospital. Patient medical history was unknown. Per reporter, the patient outcome was not related to the zoll autopulse platform.